Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision surgery on stryker implants. Replaced with stryker stem and femoral head and depuy cup and insert (B)(6) 2020. Patient complaint of pain and squeak / clunkiness. Signs of trunionosis and impingement noted by surgeon. Stripe wear on ceramic head. Liner rim damaged by wear from stem. Revision on previous primary surgery.

Manufacturer narrative:
An event regarding fretting involving trident psl ha solid back 58mm was reported. The event was confirmed based on medical review. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photos provided show a significant amount of blood on the explanted shell with damage observed on the surface. This damage is likely due to explanation of the device. There is nothing else remarkable of note. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the event can be confirmed. Revision surgery was performed impingement evident from deformation of shell. Stripe wear on head. Op note outlined blackened tissue, indentation of femoral neck, indentation of acetabular rim, stable components. Clunk noted on exam squeaking not confirmed. Root cause was likely cup-stem positioning with resultant implant impingement. Inspection of implants could confirm the finding in addition to the photos. No obvious implant issues. Squeak cannot be confirmed, preoperative notes/clinic notes may confirm squeak. Squeak would be associated with reported incidence of alumina-alumina bearing. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that patient was revised due to pain and squeak / clunkiness. Signs of trunnionosis and impingement noted by surgeon. Stripe wear on ceramic head. Liner rim damaged by wear from stem. The event was confirmed based on medical review. A review of the provided medical records by a clinical consultant stated the following comment: the event can be confirmed. Revision surgery was performed impingement evident form deformation of shell stripe wear on head, op note outlined blackened tissue, indentation of femoral neck, indentation of acetabular rim, stable components. Clunk noted on exam squeaking not confirmed. Root cause was likely cup-stem positioning with resultant implant impingement. Inspection of implants should confirm the finding in addition to the photos. No obvious implant issues. Squeak cannot be confirmed, preoperative notes/clinic notes may confirm squeak. Squeak would be associated with reported incidence of alumina-alumina bearing. The exact cause of the event could not be determined because insufficient information was provided. Additional information including progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision surgery on stryker implants. Replaced with stryker stem and femoral head and depuy cup and insert (B)(6) 2020. Patient complaint of pain and squeek / clunkiness. Signs of trunionosis and impingement noted by surgeon. Stripe wear on ceramic head. Liner rim damaged by wear from stem. Revision on previous primary surgery.